Event description:
It was reported the customer had a low reservoir alarm. However, customer stated their reservoir had 20 to 30 units of insulin remaining when they removed their reservoir. Troubleshooting found the customer's low reservoir alarm was set to 10 units of insulin. The customer stated they would monitor their insulin pump and call back if the discrepancy occurs again. Customer's blood glucose was 134 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.